Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies. Visual inspection showed there was a damaged grommet. There was also a loose/detached set screw and the set screw had a rounded socket.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: performance data collected from the device was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD) all right ventricular (rv) pacing and high voltage impedances measured high. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.